Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Inspection found scratches on the camera rear cover. In addition, evaluation found scratch on charged couple device lenses. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure expected or random component failure without any design or manufacturing issue. However, a definitive root cause of the reported failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera of the subject device was scratched. The event occurred during reprocessing intended for a diagnostic procedure. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera of the subject device was scratched. The event occurred during reprocessing intended for a diagnostic procedure. There was no patient involvement.